Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The dislodgement was confirmed through x-ray during the follow-up procedure as the health care professional (hcp) noticed that some pacing was not delivered. There were no problems with impedance and threshold. A revision procedure was performed the following day to reposition this rv lead. The rv lead remains in service. No additional adverse patient effects were reported.